Event description:
A malfunction was reported on the pump by the customer. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.